Event description:
This is report 1 of 2. This is a report peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Action taken with dianeal therapies was not reported. The patient had an infection and bleeding that turned into peritonitis. On the same day, the patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. The patient had not yet recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers h13c06071 and h13c15031 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Dianeal therapies were ongoing. On an unknown date, the patient experienced blood in the bag. The patient was hospitalized for blood in the bag. On the same day, the patient was diagnosed with peritonitis in the hospital. On an unknown date, the patient also experienced c. Difficile. The cause and treatment for blood in the bag, peritonitis and c. Difficile was unknown. The patient was recovering from this peritonitis event.